Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg is inoperable due to not charging their device. The patient may undergo surgical intervention to replace their ipg.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.